Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the customer received no delivery alarms and a motor error alarm. The father stated they have replaced the infusion set and reservoir several times, but the alarms persisted. The customer did not bump or drop the insulin pump. The customer's blood glucose was unknown at the time of the call. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was received unable to prime during the prime test due to faulty force sensor resistor also, unable to perform the occlusion test and no delivery test due to prime anomaly. However, the insulin pump passed the operating currents measurement, self-test, a21 error test and displacement test. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, battery tube threads and minor scratched and cracked display window.